Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) tested the cooler heater unit and found that a loose connection in the power cord was causing the reported issue. The initial power cord resistence was 1.2 measure of resistance (ohms). The fsr removed and reinstalled the power cord for better connection. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the biomed: they use bottled water in the heater cooler unit and they have no knowledge of patient infection that may be associated with the heater cooler.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the circuit breaker turned the heater cooler unit off. Right before this happened, the user said the unit was getting louder than normal. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.